Manufacturer narrative:
Per the t:flex user guide, "do not fill the cartridge with more than 480 units. This can cause a cartridge error." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump cartridge was filled with 500 units of insulin and the customer's blood glucose (bg) level was high. During troubleshooting, tandem customer technical support (cts) informed the contact that the cartridge was overfilled and per the labeling, the cartridge was to be filled with no more than 480 units. The contact was to have the customer reload the cartridge and resume insulin delivery. The contact declined cts's offer to troubleshoot or provider further information regarding the high bg.